Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported by the patient's sister that in 2014 the pump was moved to the side due to scar tissue. No further complications were expected or anticipated. The patient's medical history included multiple sclerosis and a lot of nerve issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on (B)(6) 2017. It was reported that the patient was of caucasian descent, and it was confirmed that the pump was relicated to a different site during a routine pump revision on (B)(6) 2014. The patient was not hospitalized for the reported events.